Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that her blood glucose read high on her glucometer before going to bed. The customer bolused 9 units, and went to bed. The customer was very thirsty throughout the night, and woke up with high blood glucose levels, and was taken to the emergency room by her daughter. The customer later sent an email to medtronic, stating that her local representative tested the insulin pump, and determined that it was functioning properly. The customer stated that the hospitalization was most likely due to a site issue. Nothing further was reported.